Event description:
It was reported that the patient underwent a revision procedure due to dislocation. Attempts have been made to obtain additional information. At this time, there is no additional information to report.

Manufacturer narrative:
(B)(4). The device will not be returned for analysis as it¿s location is not known; however, an investigation of the reported event is in progress. Once the investigation is completed, as supplemental medwatch will be submitted h3 other text : device location is unknown.

Manufacturer narrative:
Upon receipt of additional information, it was determined this product should not have been reported under this MFR number. This report should be voided and a corrected report will be filed under MFR number 3002806535.

Event description:
There is no update to the prior event description provided.